Event description:
During a remote follow up, episodes of noise resulting in oversensing were noted on the right ventricular (rv) lead. Lead damage was suspected due to a avn ablation the patient had. Provocative testing was performed and the noise resulting in oversensing was reproduced. A lead revision is anticipated but has not yet been performed. Technical support was contacted and recommended reprogramming until the revision procedure. The device was reprogrammed. The patient was stable and will continue to be monitored.